Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose ranged from 58 mg/dl to 225 mg/dl. Reportedly, the customer continued using the existing cartridges for insulin therapy.